Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the high resolution stereo viewer (hrsv) to resolve issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The hrsv monitor was analyzed. The monitor was installed on a test system and started up without any errors. The image quality was sharp, no noise, and not tinted. The system idled for 1 hour and visually verified that there were no issues. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a customer reported that one surgeon side console (ssc) had no left eye image when booting up the dual console system. Customer already tried to reboot the system and reseated the blue fiber, but issue persisted. Technical support engineer (tse) advised to perform a hard cycle but issue did not resolve. Tse recommended to use single console. The procedure was aborted to another dv system for single console with no reported injury.